Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. "Customer confirmed pump display turned on when plugged into a power source." The customer reported no adverse impact to blood glucose levels. Reportedly, customer reverted to manual injections for insulin therapy.